Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 45 mm abdominal aortic aneurysm. It was reported that during the index procedure, upon competition of the aaa, it was noticed that the patient's right side foot was pale and the pulses was diminished. The physician than decided to open the right groin, which was closed with a non-medtronic closure device. Upon opening, the physician noticed that the posterior plaque was lifted by the non-medtronic closure device and occluded the right leg. It was reported that a endarterectomy was performed. It was stated that an angiogram was also performed and it was noted that the patient had a chronic occlusion of the sfa. No cause of the event was reported. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was confirmed that the endurant devices were not a contributory factor to the occlusion of the sfa. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.